Event description:
Pre term infant, born at 27 weeks gestational age, developed ralstonia mannitolytica pneumonia while receiving therapy via vapotherm. Vapotherm cultures also positive for r. Mannitolytica. Pt was intubated at that time for respiratory failure and extubated after 3 days to a vapotherm device. She remained on vapotherm assistance for 5 days during which time, she developed increased respiratory distress, tachypnea, and subsequently required reintubation. Pt also developed increased yellow-tinged secretions from her et tube with a chest x-ray consistent with pneumonia. Pt was empirically started on antibiotics (vancomycin and ceftazidime) and cultures were obtained from the et tube which grew ralstonia mannitolytica. The vapotherm device was cultured and also grew ralstonia mannitolytica. Subsequently, 7 other vapotherm devices were cultured, 5 of which were positive for ralstonia mannitolytica. All the devices have been returned to the manufacturer.